Event description:
It was reported that the insulin pump stopped working for a minute or less, and its screen went black. The customer did not recall the blood glucose reading at the time of the event. The most recent blood glucose reading was 202 mg/dl. He reported that there had been some alarm that occurred during the black screen event, but he did not have time to check the device's alarm history to confirm which had alarmed. He also reported issues with the sensors not adhering to his body. No further assistance was needed. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.